Event description:
The user facility reports one incident of a separation between the venous tubing and dialyzer connector that occurred shortly after initiation of treatment. Ebl = 150cc. No patient injury or need for medical intervention is reported. This report is being filed as an adverse event solely to comply with the FDA's blood loss policy.

Manufacturer narrative:
Investigation is pending at the time of filing initial MDR. A follow up report will be filed when investigation is complete.